Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed, however, the quality investigation is still ongoing. A visual examination of the drill confirmed that the pneumatic hose was torn or cut. A follow-up report will be submitted if the investigation reveals additional relevant info.

Event description:
It was reported that a hole in the hose portion of a pneumatic drill was discovered by the user facility. It is unk if this issue was detected during a surgical procedure. Attempts to obtain this info were unsuccessful. No pt or user injury was reported, and no adverse consequences were alleged with this event.